Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited inappropriate shocks and anti-tachycardia pacing (atp) for an atrial-driven rhythm. The patient was hospitalized as a result. The device was reprogrammed. The device remains in use. No additional adverse patient effects were reported.